Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a "crack" on the tube of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that a cut was observed on the surface of the tubing. The cut did not penetrate through the wall of the tubing. Functional testing was also performed which included leak testing, clear passage testing, and clamp function testing, and there were no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.